Manufacturer narrative:
On (B)(6) 2019; mentor became aware that left side had capsular contracture; baker grade iii and right side had capsular contracture; baker grade IV. On 5/28/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2019, mentor became aware that left side breast implant had the rupture with capsular contracture. Replacement information: catalog #: 3503751bc; r) 7703104-067; catalog #: 3503751bc; l) 7703104-054 this report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/19/2019, device evaluation was completed: device evaluation summary: during analysis of the sample a crease was observed in the anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The reported complaint was not confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/6/2019, mentor became aware that left implant was intact upon removal. Hence field device code has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left side capsular contracture; baker grade unknown. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with a 375cc mentor memorygel, breast implant and was presented with right side breast implant rupture, and left side capsular contracture; baker grade unknown confirmed by doctor on (B)(6) 2019. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.